Event description:
Reporter alleged obtaining the results of 465 mg/dl, 348 mg/dl, 89 mg/dl and 217 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Patient was revised to address femoral loosening and subsidence. Osteolysis and metalosis were also reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.